Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had trouble starting up. The fse found issues with the image store. The fse recreated the image store to resolve the issue. This issue reoccurred again (which has been captured in tw 2886367) and it was resolved by replacing the ip-pc along with the hard disk. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the room had a trouble in starting up. No harm has been reported to philips. A philips service engineer inspected the system on site and completed the recreate image store procedure. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.